Event description:
Bc the reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens of diopter -14.0/+2.0/090 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vault. On that the same day a shorter length lens was implanted although it is unknown if this was performed within the same surgery the lens was removed. The problem was resolved. The reporter did not give a cause for this event.

Manufacturer narrative:
Claim #: (B)(4).